Manufacturer narrative:
On 21 july 2017 the medical affairs director performed a clinical evaluation based on the available pictures and commented as follows: partial hip revision surgery occurred 4 years after primary cementless tha. Radiographic image provided shows the presence of radiolucent lines in gruen zone 1 and signs of osteolysis in zones 2 and 6. This event may be due to polyethylene wear, a possible, literature described event that may occur at mid-term after primary double mobility tha. Batch reviews performed on 25 july 2017. (B)(4).

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon revised a stem, head and liner. The surgery was completed successfully. X-rays are available; explants are not available.